Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 3.1 and 7.6 mmol. Tests were done within 20 minutes. No further information has been reported.